Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. (B)(4). Lead remains in use.

Event description:
It was reported that the right ventricular (rv) lead has had low and declining impedance measurements. It was also reported that the average number of sensing integrity counts (sic) per day has increased. The rv lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was later reported that a lead fracture was suspected. The rv lead was capped and replaced.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.